Event description:
It was reported that the patient presented to the hospital as an acute myocardial infarction with thrombosis occlusion and underwent a procedure of the 100% stenosed, concentric, heavily calcified, mildly tortuous, de novo mid left anterior descending artery with vessel diameter of 2.5 mm and lesion length of 38 mm. After the guide wire was positioned and pre-dilatation with a 2.5 x 20 mm non-abbott balloon dilatation catheter (bdc) at 8 atmosphere (atm), a 2.5 x 38 mm xience xpedition stent was implanted at 12 atm for 30 seconds and post-dilatation twice using a 2.5 x 12 mm nc trek bdc at 14 atm was completed with good timi 3 flow result. Using intravascular ultrasound (ivus) it was noted that the stent implant was not fully apposed to the vessel wall in the area of calcification. Additional dilatation was performed, but the stent remained not fully apposed to the vessel wall. The procedure was completed. A couple of hours post procedure the patient complained of chest pain; examination revealed stent thrombosis. A non-abbott stent was implanted as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel; it is indicated that the stent delivery system (sds) is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effects of angina and thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with the use of the device.